Event description:
It was reported that during ¿bni¿ evaluation, it was observed that the craniotome device bent. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The brand name was documented as pediatric craniotome in the initial report. The brand name has been updated as adult craniotome the catalog number was documented as crani-p-g1_ao in the initial report. The catalog number has been updated to crani-a-g1. Serial number: the device lot number was documented as unknown in the initial report. The device serial number date has been updated as (B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as apr 3, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the attachment lock and spring were missing. It was determined that the lock sleeve had been rotated out of its proper alignment causing the attachment lock and spring to detach from the lock sleeve. The assignable root cause was determined to be most likely due to operator error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.